Event description:
The surgeon was implanting a drill free zurich screw in right mandible. The screw broke at the head. The surgeon was able to remove the thread portion from the pt. Another screw was implanted without complications. There was no injury to the pt.

Manufacturer narrative:
Product discarded by doctor. If further info is acquired that adds to the content of this report and/or a conclusion can be drawn, a f/u report will be sent.